Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level over 600 mg/dl. Caller also reported that the sensor and blood glucose readings were far apart from one another. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.